Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving a high reading of 12.0 mmol/l (216 mg/dl) with the use of the adc freestyle libre sensor. No symptoms were reported however the customer was called an ambulance where a reading of 32.1 mmol/l (578 mg/dl) was obtained on an unspecified meter. The customer arrived at the hospital and was diagnosed with diabetic ketoacidosis (dka) and hospitalized in the intensive care unit for an unspecified amount of time. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading of 12.0 mmol/l (216 mg/dl) with the use of the adc freestyle libre sensor. No symptoms were reported however the customer was called an ambulance where a reading of 32.1 mmol/l (578 mg/dl) was obtained on an unspecified meter. The customer arrived at the hospital and was diagnosed with diabetic ketoacidosis (dka) and hospitalized in the intensive care unit for an unspecified amount of time. No further information was reported. There was no report of death or permanent injury associated with this event.